Manufacturer narrative:
G4:24mar2021. B4:02apr2021. The replaced front bezel was received for failure investigation. The root cause of the reported failure for the navigation ring is liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the settings could not be changed via the navigation ring. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to replaced the navigation ring.

Manufacturer narrative:
G4: 06nov2020. B4: 06nov2020. The philips field service engineer (fse) confirmed the reported issue. The fse replaced the front bezel to resolve the reported issue, and the device successfully passed all testing. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.